Event description:
Complaint alleges: the bullet fell off the suture when the doctor tried to fasten the suture into the device. No reported patient injury. Unknown condition of patient.

Manufacturer narrative:
The device history record of batch number 02f1103016 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Strength cards were reviewed, founding everything in compliance, see attachments. No corrective actions can be implemented due to the lack of product sample to perform a proper investigation and determine the root cause.